Event description:
During the device evaluation the upstream occlusion seal was noted to be delaminated. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing found the upstream occlusion (uso) sensor seal to be delaminated. Performed uso sensor calibration. Performed performance verification tests, the unit passed all testing criteria. The software was updated, and the device was reset to standard configuration.